Event description:
Caller indicated the glucocard expression meter was giving variable readings. Caller has had meter for three years and feels this is not working because the readings seem to jump around a lot. The night of (B)(6), caller ate a half of a bell pepper, tomato with shredded cheese and low italian fat salad dressing. She waited an hour after that to test sugar levels and got a variety of readings. Meter read 400, 460 and 481 so she called her doctor and was told to take 15 more units of insulin. Caller took 30 units of insulin when she usually just takes a pill to regulate her sugar levels once a day. When she woke up the next morning, her reading was 22. She felt dizzy and eye sight was blurry. No medical intervention. Caller was using expired strips. Controls not used. Replacing product.

Manufacturer narrative:
Arkray attempted to gather information and request the return of subject meter. Actual product was not returned for testing and strip lot number is expired, so retention samples could not be tested. If meter is returned, arkray will evaluate the product and file a follow-up report. Customer did not return product.